Event description:
It was reported that during a radical prostatectomy procedure, the jaw would no longer open. The jaw did not clamp the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4), evaluation: aspiration bottom sensor worn-out from normal use. A correction through a follow-up field action (B)(4) included installing a new software (v4). The new v4 software released with (B)(4) includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The performance of the aspiration probe detector printed circuit board (also called the aspiration bottom sensor) used on the cell-dyn sapphire automated hematology analyzer may be impacted due to end-of-life failure. Discrepant (lower) patient results might be generated due to this issue when samples are run in the closed mode of operation. Specimens can still be run in the open mode of operation with no impact or delay in reporting results. No impact to user safety or patient management was reported related to this issue. A product correction was issued and reported under 21 cfr806 to the FDA (B)(4) district on april, 5, 2010.

Manufacturer narrative:
(B)(4), conclusion (aspiration bottom sensor worn-out from normal use). An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies